Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing. The noise was able to be recreated and pacing impedance measurements were noted to decrease from 400-350 ohms with patient isometrics. A lead fracture or insulation issue was suspected, however, was unable to be confirmed under fluoroscopy. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.